Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: a company physician performed a photo evaluation. Although a true assessment may not be completed based only on a picture, the observed findings may be compatible with: anterior capsule opacification. Post-operative intraocular inflammatory reaction. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the j(B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that vitreous clouding was also observed on the third postoperative day and became worse by the second postoperative week. The patient was treated with an additional steroid medication and the symptoms improved after the treatment. The surgeon's clinical judgement was that the event was non-infectious. There was no bacterium inspection performed.

Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported the symptoms are improving.

Event description:
Additional information was received, indicating that the patient's problem is aseptic endophthalmitis and the patient has not recovered. Approximately four weeks later, the flare cell meter dropped by using internal application. The patient's condition seems to have calm down. One week later, the doctor suspect the blurred vision to be due to dry eye.

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation, cells and high flare levels. Additional information was received indicating that the three days following a bilateral intraocular lens (iol) implant procedure, the patient experienced blurry vision in the right eye with a flare level of 35.6 and cells over the surface of the lens. At the one week postoperative visit, the inflammation was calming down with a flare level of 26.3. Three days later, identified "line" which is likely caused by inflammation. Approximately three weeks later, the flare level was 25.3. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).